Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: robot 4 in or7 broke down and stopped working mid-surgery and displayed a non-recoverable default error message. Robot and corresponding towers/workstations all had to be shut down and restarted three times before we could get it working again. We also reached out to our intuitive representative to talk us through fixing it. Then about an hour later the same error message displayed and required multiple restarts again while actively attempting to perform on the patient, which delayed the completion of the surgery and prolonged the patient's time under anesthesia. There was no report of patient injury.

Manufacturer narrative:
The customer shut down the system and restarted three times before it started working again. Multiple restarts were performed later again which prolonged the surgery. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.